Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that the catheter's balloon was difficult to deflate, when the user attempted to withdraw water with a syringe, during the pretest. The catheter, with an inflated balloon and syringe still inserted, was left to stand overnight. The next day, the user attempted to deflate the balloon again, by pulling the syringe, but failed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter's balloon was difficult to deflate, when the user attempted to withdraw water with a syringe, during the pretest. The catheter, with an inflated balloon and syringe still inserted, was left to stand overnight. The next day, the user attempted to deflate the balloon again, by pulling the syringe, but failed.